Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left hepatectomy procedure, the surgeon closed the cartridge and when trying to apply staples, they noticed that the handle of the instrument could not be activated. Surgeon could not activate the black handle during the firing sequence, it was lock and it did not fire. New cartridge was used and it worked properly. There was no patient injury.